Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient's blood pressure dropped and cardiac tamponade was observed. The atrial appendage was perforated by the leadless delivery system. The patient underwent cardiac surgery and the perforation was repaired. A device was then replaced, and a new one was implanted successfully. The patient was stable.